Event description:
Related manufacturer reference number: 2017865-2024-58111. It was reported that the patient presented in the emergency room. Device interrogation revealed far p oversensing, unspecified oversensing, inappropriate shock, extra cardiac stimulation and dislodgment on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. During the procedure an issue with the set screw on the implantable cardioverter defibrillator (ICD) was noted and the ICD was also explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported field event of lead connection issue was confirmed. The rv set screw was slightly stripped as a result of applying pressure when the torque driver was not fully inserted. Electrical, longevity, and visual analysis was normal with no anomalies found.

Manufacturer narrative:
Correction: to missing explant date d6b